Manufacturer narrative:
Correction: h6

Event description:
New information received notes the right ventricular lead's noise was observed before the procedure on an electrogram. It was also noted the patient's lead was producing extra stimulation.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a routine upgrade procedure. During the procedure, it was observed the patient's right ventricular lead was sensing noise leading to pacing inhibition. The lead was capped and replaced. The patient was in stable condition.